Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the rod wrench is worn and difficult to turn, they found this during routine check of tray. Not during surgery.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination and functional testing of the returned device confirms the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.